Manufacturer narrative:
The procedure was performed with topical anesthesia. One collection cassette with tubing was returned without the original packaging the part number and lot number cannot be determined. In addition, two bottles of bss-10pk (lot: 907558) were returned. One bottle containing 300ml of fluid. The membrane on the bottle top has been pierced indicating that is has been used. The other bottle (containing 200ml of fluid) is still attached to the IV spike of the returned collection cassette tubing. Visual inspection found three large kinks, greater than 50%. One is just under the drip chamber on the IV spike, one is just under the locking lure on the air line that connects to the IV spike and the third kink is on the irrigation line male connector which has been inserted into the aspiration line. Connecting the irrigation line and the aspiration line together could contribute to kinked tubing. A functional test was performed using a stellaris pc system. The collection cassette was captured and recognized by the system. The assembly passed the self-vacuum test and irrigated and aspirated as intended with no reduced irrigation flow. One stellaris handpiece (bl3170 serial number: (B)(4) was returned. A functional test was performed using a stellaris system. The handpiece tuned, primed and functioned as intended. In addition, the handpiece was run at 100% power for one full minute without irrigation or aspiration. The handpiece did not become hot to the touch. The handpiece displayed good irrigation and aspiration flow during functional testing and is not blocked. We are unable to determine the root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action required.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. In addition a check of the stellaris system was performed and all modules were in specification. The investigation is ongoing.

Event description:
The user facility in (B)(4) reported a lack of irrigation during cataract surgery (with topical anesthesia) that may have led to corneal burn. During priming, the user facility reported the flow was unusual, as if there was an occlusion. The operating room nurses changed the balanced salt solution (bss). During the sculpture phase, they observed the cornea and lens becoming white and it was difficult to dig/sculpt the lens. The operating room changed the handpiece but got similar results. Then, they changed the disposable pack and the bss and everything went well with this association.